Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3037, serial#: (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient was having hernia surgery on friday and did know why the system could not be moved or taken out during this surgery. It was reviewed that this was a medical decision the surgeon would have to make. Caller stated it was working then stated they had not found out if it was working because the programmer was dead. Caller did not changed the batteries yet. Caller ended call. Patient called back stating that they just noticed today (B)(6) 2017 that there was corrosion on the patient programmer. The batteries have leaked in the battery compartment. Patient was transferred to repair department. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported. Additional information from the patient reported on (B)(6) they couldn't get the device to work. It was noted the patient the device checked to see if it still worked. The patient stated they tried to do an x-ray and couldn't never get an x-ray done because of the implant. The patient stated they were trying to figure what could be done with the stimulator. There were no further complications that have been reported as a result of this event. The patient is implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that patient was in a nursing home at the time and their primary care doctor just took their manufacturer equipment and just moved it there. The patient stated that they had the implant and they went through the training and they turned it on and up to #4 and now has it at a 3. It was working wonderfully and they had to go through the training again. They mentioned that the handheld device was not working, so they got a brand new one. They gave it to the nurses and they got it working. The patient stated that when they said the device was not working, they were only talking about their handheld device, not the implant. She said the implant always worked. She thought that she was going to have to get it taken out for the previously mentioned surgery, but the doctors said it was working wonderfully and they didn't want to do that. She said that right now their handheld works and the device works great. No further complications were reported/anticipated.